Event description:
It was reported that during an open left lower lobectomy, some staples of the distal part of one side of the staple line were not deployed at the 2nd firing when 35mm endocutter was used on the lung vein. The other staples were formed b-form shape. As oozing was confirmed, three stitches with 6-0 suture were additionally performed. There were no anomalies noted when the device was fired. Buttressing material was not utilized; 60mm endocutter with a green cartridge were also used on the lung parenchyma. During the operation, the leak test was performed and a minor leak was confirmed. Additional suture was performed to repair. After the operation, air leak was confirmed from drainage. Reoperation was performed at the night of the operation day. Staples on the edge of the staple line which was stapled with the 60mm endocutter were unformed. Additional suture was performed to repair. There were no anomalies noted when the device was fired. Buttressing material was not utilized. The doctor had said that possibly he should have used the black cartridge (made by covidien) whose staple height is higher than green. Although the field of view was somewhat bad, the doctor had said that all the staples seemed to be formed b-form shape when 60mm endocutter was fired. According to the sales rep who attended the former procedure, it seemed that the firing force of 35mm endocutter at the firing had been a little higher. Besides, no anomaly had been found in 60mm endocutter and green and no malformed staples related to sc60a and ecr60g were noticed in the former procedure. The patient has been followed at ICU as of (B)(6). 60mm endocutter and green cartridge were discarded. After the device was received, one side of the staple drivers of 35 mm endocutter were up halfway. When the sales rep took off 35mm endocutter from the jaw with a pean forceps, the cartridge pan was remained inside the jaw.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional followup: what vein was the atw35 being fired on? ---the atw35 was fired on the lung vein. Was the device fired over or near any clips or hard objects? ---the doctor has said "no." However, since there were bents on the atw35 cartridge surface as the result of the investigation of (B)(6), it's a possibility. Were there any clips used in the procedure? ---we have no detailed information. What tissue was the sc60a fired on? ---the atw35 was fired on the lung parenchyma. What was the tissue condition? ---the doctor had said "normal." However, the doctor also has said that possibly he should have used the black cartridge (made by covidien) whose staple height is higher than ecr60g. During the reoperation, where were the sc60a unformed staples seen? What tissue? ---staples on the edge of the staple line were unformed. The lung parenchyma. What firing of the device did this occur? ---we have no detailed information. How is the patient currently? ---the patient's condition is stabilized. Is the patient expected to have a full recovery? ---yes. Is there any video of the procedure? ---no.